Event description:
Event details: on (B)(6) 2025, the patient was placed on a fluid drip, and the patient developed chills, headache, low back pain, and mental fatigue. Monitoring temperature: 38.5 ° c, check blood culture, test return gram-negative bacilli. On (B)(6), the patient's right-hand back appeared swollen with tenderness, with no fluctuation. On (B)(6), the back of the hand swelling did not significantly subside. Now the drug test did not detect pathogenic bacteria. The family highly questioned the indwelling needle. They asked for the indwelling needle testing. The report is for the adverse event of the device.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information is available.

Manufacturer narrative:
DHR/bhr review (lot# 4145144): the products of this batch were assembled at intima ii auto line 4 in jun 2024 and packaged at r240 package line in jun 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. No actual sample and photo have been received for the complaint. According to ma feedback, there are many factors that cause redness, swelling, pain, and high temperature at the insertion site. Possible related factors include: repeated infusion in a vein, causing pathological changes such as damage hyperplasia, hypertrophy in the vascular wall. The blood vessel punctured during puncture is not found in time, resulting in drug leakage or small hematoma. Lax disinfection during operation causes infection. Some drugs may cause allergic reactions. Excessively high drug concentrations, too low a temperature, too fast a drip rate, or a change in the plasma ph by the drug. The physical reasons of the patient itself. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): due to there is no abnormality in the production process, no material or process changes; the sterilization process is normal, and the products meet the requirement of bi sterility test before release; the complained sample does not involve functional issues such as piercing force, and there are no similar complaints from other hospitals about this batch of products, so it cannot be confirmed that this complaint is related to production.

Manufacturer narrative:
Follow up supplemental MDR for additional information. See b tab.

Event description:
Additional information: the customer has been consulted, and the department did not leave any samples. Based on the patient's symptoms, it appears more likely to be swelling caused by drug extravasation. The patient noticed local swelling during the infusion interval after receiving the infusion, with the puncture site turning white and no pus present. Hello, we understand that the hospital has organized several multidisciplinary consultations due to the patient's repeated complaints against the hospital, and the patient has been transferred to another hospital and is still complaining about the hospital. There has been symptomatic treatment during this period. Violent deduction of magnesium sulfate wet compresses, lidocaine local infiltration and so on.